Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket, and the set screw was found in the connector bore. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.

Event description:
It was reported that during the implant procedure, there was a connection failure with the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). The rv lead was inserted into the connector of the device, but it failed to deeply insert. After that, it was unable to be removed. As the physician pulled it by force, the rv lead tip was damaged. The rv lead tip could not be removed from the device and only the inside coil was extended. The rv lead was then removed. The physician suspected that when the lead was connected, it was a little tilted and may have been the cause of the event. The rv lead and device were not used and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.